Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, when the physician prepared the bone and the anchorage was set, when the healicoil was being introduced, it began to break and its pieces came out, the entire anchorage was removed. Surgery continued without any delay with a back-up device used in the originally drilled bone hole, that worked without inconvenience. Patient health condition is stable. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The anchor and sutures are still on the insertion device. The anchor is missing threads. The sutures are still run through the cannula and tied at the cleat. Bio debris is present. The sutures and insertion device show no defects. A functional evaluation reveals the anchor will deploy from the insertion device. The sutures will loose from the cleat and will release through the cannula. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include rough handling or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, when the physician prepared the bone and the anchorage was set, when the healicoil was being introduced, it began to break and its pieces came out, the entire anchorage was removed. Surgery continued without any delay with a back-up device that worked without inconvenience. Patient health condition is stable. No further complications were reported.